Manufacturer narrative:
The devices reported in this complaint were not returned for evaluation. (B)(6) (rn) that was initially informed of the event (s) was contacted. She stated that the patient reported the issue (leaks at the filter) a week after the problem was experienced and the product is not available for moog's evaluation. Forty (40) retain samples from the reported lot were tested at (B)(4). None of the retain samples leaked. There have been no other complaints for leaks in this lot. This complaint was not confirmed and no conclusions can be drawn.

Event description:
As reported: the patients husband reports he had 3-4 sets of the curlin admin sets to leak at filter within one hour of starting the infusion. No injury occurred as a result of this reported incident.